Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient experienced urethral atrophy with his artificial urinary sphincter (aus) implanted in 2006. There was a leak at one of the tubing connected to the cuff. All components were removed and replaced with a new aus. No further complications were reported in relation to this event.